Event description:
It was reported that during a routine office visit, the device would not maintain telemetry. Telemetry was established for about 8-10 seconds, but then could not be re-established. Various programmer heads and programmers were used and the patient could not be "found" wirelessly either. Further evaluation is pending and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products : 4076 implantable pacing lead 2009-(B)(6), 4194 implantable pacing lead 2009-(B)(6). (B)(4).